Event description:
It was observed during the device inspection that there was a crack on the power switch and a missing switch cap. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a root cause into the crack on the power switch was not determined. Olympus will continue to monitor field performance for this device.